Event description:
It was reported that the patient experienced unspecified issue with an ambicor penile prosthesis (app). A surgical procedure was performed in which the app device was removed due to unknown reason and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The app device was replaced due to patient's choice because the patient was not satisfied with the prosthesis. There were no product issues or malfunction. There were no further patient complications.